Event description:
A malfunction was reported on a customer's pump, and it was identified as malfunction code 3, which could not be reset. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed by technical support on how to put the pump into storage mode and return it, and a replacement pump with updated software was sent. The customer was advised to use multiple daily injections as a backup therapy until the replacement arrived, and they acknowledged and understood all instructions provided.